Manufacturer narrative:
This MDR report is part of the (B)(6) pilot program, exemption number e2015055. Two (2) devices were received for evaluation; two (2) events were confirmed during testing. One (1) device was found to be affected by wear and corrosion. One (1) device was found to be affected by mechanical damage and corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. There was no patient involvement; no patient impact.